Event description:
It was reported that a spectrum pump had failed downstream occlusion test measured at 25.8 pounds per square inch (psi) instead of expected 7 psi to 19 psi. This occurred during delivery at the cardiac catherization/ radiology. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date returned to MFR, concomitant product (1): therapy date the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.